Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon interrogation, the right atrial lead exhibited oversensing and loss of capture. It was suspected that the lead had dislodged. On (B)(6) 2016, the lead was repositioned successfully. The patient was in stable condition prior, during, and post operation. The patient would continue to be monitored.